Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this patient was presented to the hospital for a tooth infection. The infection caused a possible vegetation growth near the tricuspid valve. The left ventricular (lv) lead threshold had increased from 2.2 volts at implant to 4.5 volts at 0.8ms from 3-lv. The vectors were changed to 3-rv with a lower threshold of 3.5 volts at 0.8ms. The patient was admitted into the hospital and will be on antibiotics for three weeks and may later have the device removed. Subsequently, this device was explanted. No additional adverse effects were reported. No additional information available.